Event description:
It was reported that the device had migrated to the axila area and required a pocket revision to move the device submuscular. The physician elected to explant and replace the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found.